Event description:
Caller states that customer tested back to back with the following results: 299mg/dl and 100 mg/dl. Tests were taken within 10 minutes. No adverse event reported, no treatment received. Quality controls were used and reportedly within acceptable range. Requested return of suspect device and replacement was sent.